Event description:
It was reported by the customer that the pyxis medstation es system has failed drawer indicating a device failure with no device detected on the bus. The customer stated that there was a delay in accessing medication to a patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that reported issue was resolved by other field service engineer. The system functioned as intended after the field service engineer troubleshooted the device.